Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 100 mg/dl (mobile system) and 48 mg/dl (aviva system). The customer had unspecified hypoglycemic symptoms and self-treated by eating "some dextrose." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.